Event description:
It was reported through remote transmission that an episode of non-sustained ventricular tachycardia oversensing due to lead noise was observed. The patient was asymptomatic and non-dependent. Further tests to reproduce the noise was recommended. Patient will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.